Event description:
It was reported by the customer that on (B)(6) 2010, the plastic tip of the fiber optic broke off. Also, it was reported that the plastic tip could not be seen in the bladder. The amount of joules was not reported. The device was not returned for evaluation.